Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and the patient experienced a cardiac tamponade that required pericardiocentesis, surgical intervention and prolonged hospitalization. An ablation procedure was performed around the pulmonary veins for the treatment of atrial fibrillation. For this purpose, puncture of the interatrial septum between the right atrium and the left atrium was performed using a st. Jude medical brk needle through an agilis sheath. Subsequently, mapping was done with an octaray mapping catheter, and then the ablation procedure began with the thermocool smarttouch sf catheter. The veins were electrically isolated, and then the electrophysiologist performed an induction to see if there were any additional rhythm disturbances. An atypical flutter was identified, and additional ablations were performed. The electrophysiologist performed another induction in the right atrium, resulting in ablations in the right atrium as well. Another induction was performed, which showed an additional rhythm disturbance in the left atrium. A mapping catheter was inserted into the left atrium, and the electrophysiologist continued to ablate. During the ablation, the electrophysiologist noticed that the patient apparently coughed while the electrophysiologist heard a steam pop (evidence of gas release from cells due to overheating of the tissue), and at the same time felt an increase in pressure on the catheter in contact with the tissue and saw an increase in resistance on the generator. The electrophysiologist stopped the ablation. Thereafter, the electrophysiologist continued to ablate in another area of the heart and then noticed a drop in the patient's blood pressure. The electrophysiologist suspected that a tamponade (hole in the heart tissue) had occurred. An echocardiogram was performed, revealing pericardial fluid in the pericardial sac. The electrophysiologist performed a puncture to drain the fluid from the pericardial sac, and a surgeon was later called to the procedure, and it was decided to open the chest to locate the location of the tamponade. During the surgery, the location of the tamponade was identified, the tamponade was treated, and the surgery was completed. It was reported to us that the patient has recovered, and his condition is intact. According to the electrophysiologist, he believes that the patient's cough during the ablation probably led to the tamponade. The electrophysiologist did not notice char on the ablation catheter, which would indicate overheating of the catheter. The product was not kept due to patient's infection and therefore will not be returned for manufacturer's examination. Additional information was later received indicating it was confirmed that the patient had a perforation in the left atrium (la) and the event occurred on 4/9/2025. The intervention performed was repair ruptured la, and the patient fully recovered (no residual effects). Transseptal puncture was performed with a st jude medical brk needle and agilis sheath. Prior to noting the pericardial effusion (pe), no ablation was performed. Irrigated catheter was used in the event, and the recommended flow settings were used for ablation at 35w (15ml/min). The temperature, impedance, and power during the procedure were temp - 22-24 celsius, imp ¿ n/a , power - 35w. The length (minutes and seconds) of the ablation cycle when the pop was observed at the same tip position was 4-5 seconds. No errors reported by the biosense webster systems.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31522378l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).